Event description:
The complaint received states: it was reported that a hardware removal procedure involving a distal fibula was performed on (B)(6) 2015. The patient was admitted via the emergency room due infection and pain. No damaged parts were noted during the explant procedure, which also included the removal of an arthrex knotless tightrope. The surgeon used an external fixator on the fractured ankle during revision. There was no delay reported in the surgery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).